Event description:
The physician performed a pocket revision because the pt complained of pain at the implant site. After the pocket revision, the shock impedance was found to be greater than 150 ohms and the lead was undersensing. The lead was explanted and replaced.